Event description:
It was reported that a patient reused the homechoice cassette during peritoneal dialysis therapy. The technical service representative (tsr) advised the patient to close the clamps, end the current therapy and restart with all new supplies. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of this report was use error. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.